Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital with skin ulceration and the implantable pulse generator (ipg) was exposed with pocket infection. The device was explanted and replaced. No further patient complications have been reported as a result of this event.